Event description:
It was reported that the medium-large clip applier instrument was not clipping correctly. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.93mm offset at the tips. The complaint was confirmed by failure analysis.